Event description:
The rn reports that on several different occasions in the or, while clipping hair prior to surgery, sveral long lacerations were noted after using the clippers. The lacerations were superficial. During one procedure, the shaver was angled at 30 degrees and the patient was cut during surgery.